Event description:
Hydrothermal ablation performed and the machine read that all systems were good. However, the machine did not heat up and ablate the endometerial tissue. Re-ran the machine again and the procedure went smoothly. The rn did nothing different in set-up. Doctor will notify the patient that we had to do the procedure twice. No harm was caused to the patient.